Manufacturer narrative:
The medical facility discarded the impella pump product at explant. No root cause can as of yet be determined. Should the facility share more clinical details regarding the event that leads to a cause of the limb ischemia, a supplemental report will be filed.

Event description:
A combative and noncompliant patient was admitted suffering from an acute myocardial infarction. The patient had an ejection fraction of 10% and left anterior descending coronary artery disease. The team placed an impella cp for support via the left femoral artery for hemodynamic support during the cardiac catheterization and associated coronary angioplasty. After placement of the impella the limb showed no distal flow. To reduce the limb ischemia the team placed and antegrade sheath for external bypass to the limb. Immediately flow restored and pulse returned to the distal anatomy. Five days later the impella pump was successfully weaned and explanted. No lasting harm or injury to the limb from the brief limb ischemia.